Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313.

Event description:
According to the event description: on (B)(6) 2026 at 2055 hours, the intravenous (IV) morphine sulfate continuous infusion at 0.2 mg/hr (0.2 ml/hr) for the patient, was due for a syringe change. The infusion was changed by staff nurse. During priming of the medication tubing of 1ml, the remaining balance in the syringe was noted to be 19 ml. On (B)(6) 24 at 0700 hours, balance in syringe was still 19mls when it shud be 17mls.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Sample information: perfusor space, 8713030, serial number: (B)(6), software version: n030005. History inspection: on the (B)(6) 2026 a syringe change was performed on the pump at 08:54pm during an ongoing therapy (start was on the (B)(6) 2026 at 05:43am). The syringe "terumo 20cc/ml us" was selected with a remaining volume of approximately 19.2ml. The infusion started with a flow rate of 0.2ml/h next day at 01:49am a pressure alarm was raised. The alarm was confirmed and the therapy started again at 01:50am. At 2:52am, 04:58am, 06:09am and 07:13am the pressure alarm occurred again. Between 01:50am until 07:13am in total 0.06ml were infused. From start after syringe change until 07:13am in total 0.86ml were infused. The under infusion was caused by several pressure alarms. Between 01:49am and 07:13am no drug was infused due to pressure alarms (plunger stopped on same spot). Visual inspection: the cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damaged parts are to locate. Functional inspection: the device passes the self-test. A terumo 50 ml syringe was inserted, the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: a delivery accuracy measurement was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +1,30%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. The strain gauge pressure measurement and the motor power limitation were checked according to the requirements of the technical safety check. The device meets the required values and standards. All measured values are within specification. Disassembling: no damage or soiling could be found. Conclusion: the defect could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.